Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator powered off when alternating current (ac) power was removed. The battery did not continue to supply power as expected. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reseated the battery cable and the device charged overnight. The bme reported no issues after the battery was able to recharge with cable in proper position. The unit indicated a 96% charge with 16.6 voltage after the charging. The bme confirmed the unit was able to operate on battery when ac power was removed. The rse advised full performance verification testing prior to return to service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.